Event description:
The following was reported to davol by the patient: it is alleged that in 2003 and 2004, the patient underwent 2 separate hernia repairs using bard composix kugel mesh. The patient states she has had problems ever since the implants, including hernia recurrence, abdominal pain, (B)(6), explant, additional surgeries and "balled up mesh". The patient further alleges that on unspecified dates both devices have been explanted.

Manufacturer narrative:
The device in question is alleged to be a composix kugel mesh implanted in 2003. Product identifiers have not been provide therefore it is unknown if the alleged device is a recalled composix kugel mesh therefore until additional information is provided we are considering the alleged device to be an unknown recalled composix kugel mesh. Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided. We have contacted the initial reporter to request additional information. The patient alleges recurrence and infection both of which are known possible adverse events listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Without a lot number a review of the manufacturing records could not be conducted. Additionally, no sample has been returned for evaluation. This MDR includes all patient, event, and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00179 for information related to the composix kugel mesh implanted in 2004.